Event description:
It was reported that the catheter was revised. The patient experienced loss of drug effect. In the operation room, the catheter was found to be ¿plugged¿ with white precipitate. A hole was also found in the catheter near the anchor. The patient was previously on 20 mg/cc dilaudid, 10mg/cc bupivacaine, and 3000 mcg/cc clonidine. The drug concentration was diluted to a half after the catheter revision. Dose was also dropped. Two boluses were done to clear the internal pump tubing. The catheter was primed afterwards. Additional information received reported that the patient had no relief and not getting drug effect. The catheter was found occluded. Volume discrepancies occurred. The spinal segment of the catheter was replaced. Additional information received also reported that the patient was ¿doing fine.¿

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID: 8578 serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Eval code - conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-07. On (B)(6) 2013, the spinal segment was removed (19 cm) and a new spinal segment (38.1 cm) was added. The dose was dropped from 19.5 mg/day to 0.485 mg/day dilaudid, 0.2401 mg bupivacaine, and 72 mcg/day clonidine. Two boluses of 0.15 were done.